Event description:
It was reported that the direct stent procedure was to treat a recent occlusion at the cx and a the bifurcation of the anterior descending and diagonal. Upon advancement of the stent delivery system (sds), it would not pass through the lesion. When the sds was withdrawn the stent remained in the vessel partially expanded. A balloon catheter was advanced which passed through the stent and the stent was expanded. Flow absence was observed, therefore, the vessel was dilated distally and a new stent was implanted with good results.